Event description:
Event description guidant received information that the patient received inappropriate shocks due to insulation damage on the implanted lead. Loss of ventricular pacing capture was observed, and nsulation damage was also seen on the atrial lead. Both leads were taken out of service and a portion of the right ventricular lead was surgically abandoned.